Manufacturer narrative:
Evaluation summary: the visi-pro balloon-expandable biliary stent system was received for evaluation. No ancillary devices or cine images from the procedure were received. The visi-pro system was received with sanguine residue noted on the balloon chamber and stent. The stent was still crimped to the balloon chamber. The balloon chamber was in a pre-inflation profile. Under magnification it was noted that several of the distal struts of the stent were bent proximal over the stent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a visipro device with a 6fr sheath and 0.035 guidewire for the treatment of a calcified lesion in the right external iliac artery. The aorta was reported to be tortuous. Access was in the left auxillary artery. The lesion exhibited severe atherosclerosis. Severe occlusion was reported in the right common artery. No damage was noted to package. The device was prepared per IFU with no issues noted. No embolic protection was used. The device did not pass through a previously deployed stent. It was reported the device was unable to cross the lesion. The device was removed and a 5x100 evercross balloon was used to complete the procedure. No patient injury was reported.